Event description:
It was reported that an incident occurred with a hybridknife® flex t-type (knife) during a endoscopic submucosal dissection (esd). The knife was used with an electrosurgical unit. No other information was provided regarding any other equipment, accessories, or settings employed during the procedure. Per the report, the knife's electrode tip broke-off from its body after 60 minutes of use. The whereabouts of the tip were unknown. No information was provided regarding the outcome of the procedure or the status of the patient involved.

Manufacturer narrative:
The hybridknife® flex t-type (knife) was sent to erbe for examination. The inspection revealed that the electrode tip was no longer attached to the body of the device. Upon further inspection, it was noted that the weld seam which connected the tip to its body was no longer fully intact.based on the reported incident, there are most likely many factors involved with the reported event (i.e., equipment settings, activation times, endoscopic technique, how pressure was applied on the tip, characteristics of the lesion, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the incident.